Event description:
It was reported that the patient received medical assistant with the onsite doctor for hypoglycemia while on vacation. The patient's blood glucose (bg) levels declined to 1.2 mmol/l (21.6 mg/dl) while wearing the pod on their leg between 1 and 4 hours. Symptoms reported include light headedness, feeling out of it and generally not feeling well. The patient believes the pump malfunctioned and gave them a ¿big dose of insulin¿ despite glooko indicating they only received "3 units of basal" for the entire day. The pod was removed. Additionally, the patient mentioned they ate pizza, juice, and coca-cola over a period of a few hours to attempt to bring bg levels back up. The patient consumed 400-500g of carbs over that period, and it took about 8.5 hours before it got up to 7 mmol/l (126 mg/dl). The patient was prescribed fast acting insulin injections and syringes since they did not have any backup insulin with them on vacation. The patient was released the same day. The patient mentioned after removing the pod they attempted to withdraw insulin from the pod. Patient states they are usually able to get units of insulin out of the pod but were unable to draw any units back out. The patient mentioned they filled the pod with somewhere around 150-170 units of insulin. The patient resides in canada, but the incident occurred while on vacation in mexico.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.